Manufacturer narrative:
(B)(4). Date sent: 12/10/2020 d4: batch # u5dg5m investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. In addition 5 staples in b-form were received inside of a plastic bag. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the partial fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. And for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the would not reverse button force, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4); batch #: unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when fired for the second time, device jammed, and could not be moved back. The device could not fully trigger the second time, the sequence was not finished, and the device could not be opened. Also, the electrical return of the blade did not work. The device delivered properly formed staples. Only part of the staple, and cut line was complete. The cut line was not irregular. There was difficulty opening the device, "the device allowed to view to open regularly," and the blade was not at the end of the cutting line. The device was removed from patient by pulling the device, but the jaw could not be opened outside of the patient. Surgery was completed with new device. There was no harm to patient, and no delay in surgery time.